Event description:
It was reported this peripherally inserted central catheter (PICC) was successfully placed for antibiotic administration. Approx two weeks post placement the pt experienced soreness of the arm and returned to the hosp, where fluoroscopic examination revealed the catheter had fractured and migrated to the femoral vein. Retrieval of the catheter utilizing a snare was successful and without any pt complications. Another PICC was placed for continuation of treatment. The pt's condition is good. This device is currently being evaluated by this MFR. Upon completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. Since this device was in place for approx two weeks and no difficulty accessing the device was encountered prior to this incident, the co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedure.